Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a return of pre-existing pain due to stimulation being off after a non-device related procedure. Cauterization was used during the procedure and afterwards the implantable pulse generator (ipg) became non-responsive. Charging the ipg did not resolve the issue. The physician assessed that the ipg was damaged during the procedure. Therefore, the patient underwent an ipg revision procedure wherein the ipg was explanted and replaced. The explanted ipg will not be returned as it was retained by the medical facility. The patient is doing well postoperatively.